Event description:
It was reported that intermittently the 9800 system will not transfer images from thumbnail. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated the boards in the workstation. The system was tested and found to be working as intended and placed back into service. Follow-up with customer indicated no further problems.